Manufacturer narrative:
(B)(4). Mfg site name - (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the right colon during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the clip failed to release from the catheter and during the removal of the device, including the clip, the mucosa was torn causing the tissue to bleed. It was reported that the procedure and the bleeding was successfully treated with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.